Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. The set screw was found to be completely backed out from the connector block threads. The set screw was placed back into the connector block threads and the set screw was able to be secured normally.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the device was repositioned, the physician had difficulty reconnecting the lv lead. It was noted that the hex wrench did not fit to the screw. The device was explanted and replaced. Patient condition post-procedure was good.